Manufacturer narrative:
Visual inspection of the returned devices confirms that the device cleanly fractured into two fragments and that there are no missing pieces. Both fractures occurred proximally to the medial edge of the central post. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. The event did not occur during surgery; therefore adherence to surgical technique is not pertinent to the investigation. Both of these devices were manufactured before the design modification and were part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue for both devices.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Additional information was reported by the sales representative that the devices were fractured outside of surgery by an incorrect handling of the devices. Therefore, the root cause is considered to be misuse.